Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump depleted its battery and would not recharge after use of a non-ilet phone charger was advised, and subsequent attempts to charge with the supplied charger showed a flashing green indicator without recovery; the device was suspected to be damaged and a replacement was shipped. Symptoms included no adverse clinical effects. Outcomes included replacement of the device and instructions for shutdown, data handling, and return logistics. Investigation included customer interview and receipt and inspection of the returned device. Investigation of this device revealed that a charging and power failure consistent with battery depletion or charging system malfunction. It was concluded that the cause was an electrical or battery fault of the device.